Event description:
Siemens was notified on (B)(6) 2013 that one pt's treatment records disappeared from the rt therapist stand alone system. The customer reported that the pt had treatment on (B)(6) 2013. On (B)(6) 2013, the folder with the pt's information was gone. According to the customer, the physicist would normally delete information only after it is backed up. However, the customer states that the information was not deleted. There is no report of mistreatment or injury to the pt. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported incident included a review of system log files that revealed the pt information was in fact deleted from the rt therapist assist stand alone system. However, the pt's treatment records were also manually recorded. Therefore, treatment for the pt resumed as scheduled. No corrective action is necessary on the part of siemens.